Event description:
It was also reported that in (B)(6), patient had been on program one and had lost stim sensation and representative switched her to program 2 over the phone. Around that time a chiro had done an ultrasound and electrical stim and patient was told not to continue using those.

Manufacturer narrative:
Product ID 3093-28, lot# v423798, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect and had been seeing a chiropractor for the two months prior to report. It was stated, the patient had electrical stimulation, laser and therapeutic ultrasound done the friday prior to report on the same side as their implant. It was noted, the patient noticed a return of symptoms friday night, but did not check their patient programmer until tuesday. It was reported, the patient was on program 1, did not see a lightning bolt, and was unable to turn the lightning bolt back on. It was stated, the patient changed to program 2 and was doing fine and had no issue with their device and the symptoms resolved. It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.